Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the x-stage cover. The imaging system then passed the system checkout and was found to be fully functional. The suspect x-stage cover has not been received by the manufacturer for evaluation.

Manufacturer narrative:
Analysis of the returned x-stage cover confirmed the reported physical damage is it failed visual inspection. The cover had multiple scratches and dents around the docking pin holes.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative confirmed the reported event that the x-stage cover on the imaging system was damaged. A replacement of the suspect cover has not been performed. The suspect cover has not been replaced, therefore not returned to the manufacturer for analysis.

Event description:
A site representative reported that, while outside of a procedure, the x-stage cover on the imaging system was damaged. No additional information was provided. There was no patient present when this issue was identified.